Event description:
After 10 days of use for dialysis treatment, air got inside and blood leaked from the septum.

Manufacturer narrative:
The sample is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted. (B)(4)